Event description:
The facility reported a colleague pump with failure code 808:02. It was not specified when reported condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During baxter's review of the device event history, it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Event description:
The customer reported a home patient discovered the drain bag to be leaking at what appeared to be from the seam. The sample was discarded. No patient injury has been reported by the customer.

Manufacturer narrative:
(B)(4). Review of the device event history determined that the reported condition of occurred on (B)(6) 2010 and not the customer reported occurrence date of (B)(6) 2010.

Manufacturer narrative:
The reported condition of failure code 808:02 was confirmed but not duplicated. The reported condition is due to a faulty phm (pump head module). This is a baxter owned device and will not be repaired or returned to the customer. (B)(4).

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).